Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, a review of the pump history revealed that the black box begins on (B)(4) 2013. The black box and history for the event on (B)(4) 2011 have been overwritten due to continuous use of the pump and are no longer available for evaluation. The user¿s programmed basal rates are correctly reflected in the daily insulin delivery totals. There are no errors or alarms related with the complaint in the existing black box or alarm history. The pump was tested on a 29 hour flow accuracy test; the pump was found to be delivering accurately and within the required specification. The complaint was not able to be duplicated during investigation.

Event description:
A family member reported that the patient experienced erratic blood glucose from 1.7 mmol/l with shakiness to 19 mmol/l with nausea and moderate ketones. The patient started on the pump 5-6 wks ago and having high and low bg with no noted pattern. The patient was reportedly able to treat her bg on her own; for low bg the patient treated with orange juice or fruit punch and bg resolved and with elevated bg the patient changed the site, treated, and bg resolved. The family member confirmed the pump settings were correct. The total daily dose, basal, and bolus histories appeared to be adding correctly. A review of the pump alarm history showed two occlusion alarms. The family member reported that the patient had some issues with leaking at the site when using the abdomen and some sites were taking longer to heal. Customer support advised the family member to have the patient follow up with her health care provider about site placement and the possible need for settings adjustments. This report is made based on the allegation that the patient experienced erratic bg while using insulin pump therapy.